Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the reported event was caused by the defect of the pressure sensor on the mainboard of the device. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode. Foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but were returned to olympus (B)(4) (oekg) for evaluation. Evaluation confirmed the followings; oekg could reproduce the reported event. The reported event was caused by the failure of the mainboard. If additional information becomes available, this report will be supplemented.

Event description:
An pressure sensor error (e03) occurred. There was no report of patient injury associated with this event.